Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported the touchscreen was not working properly. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the touchscreen was not working properly and failed calibration attempts intermittently. The fse replaced the graphic user interface and the issue was resolved.